Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the scope communication error could not be duplicated. However there was noise on the image and the endoscopic image could not be displayed due to the broken of the ccd cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the scope communication error occurred and the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that this phenomenon was caused by the failure of the patient board set. The failure of the patient board set may have been affected by the operational amplifier circuit of the dr board before the design change for countermeasures, but it could not be estimated. If additional information becomes available, this report will be supplemented.